Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. Therefore the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned to the manufacturer and analyzed and no anomalies were found. Concomitant product: 5071 implantable pacing lead: (B)(6) 2004. 5594 implantable pacing lead: (B)(6) 2005. (B)(4).